Event description:
It was reported that the patient was experienced high blood glucose levels on (B)(6) 2026. The patient was treated with correction injection via mdi (multiple daily injections).

Manufacturer narrative:
Initial 2 of 2. Name: tandem. Street: (B)(6). Country: united states of america. City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.